Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The field service technician investigation could not duplicate the reported problem, thus the complaint is unconfirmed.

Event description:
A fresenius field service technician (fst) was called onsite to evaluate a 2008t machine with low ultrafiltration (uf) removal. The reported issue occurred during a patient's hemodialysis (hd) treatment. No adverse event, serious injury, or required medical intervention was reported. The fst could not duplicate any uf problems during testing. Functional testing was completed and the machine was returned to the customer. No parts were returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to evaluate a 2008t machine with low ultrafiltration (uf) removal. The reported issue occurred during a patient's hemodialysis (hd) treatment. No adverse event, serious injury, or required medical intervention was reported. The fst could not duplicate any uf problems during testing. Functional testing was completed and the machine was returned to the customer. No parts were returned to the manufacturer for physical evaluation. No additional information was provided.